Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the battery would become warm after charging for one hour. The patient was encouraged to put a thin layer of clothes between the recharger and skin and to follow up if that did not help. It was alleged that there was a shocking and jolting sensation. The patient had a fall that was due to vertigo, and she fell about once a week. Since the last fall, the patient had jolts to her upper back and ribs. Actions required as a result of the event was reprogramming, and impedance testing was done. Impedances were within normal range. The manufacturer representative was able to reprogram with full coverage for the patient, and the patient to follow up in one month. No x-ray was taken at the time of the report due to full coverage with reprogramming. Patient symptoms associated with the event were pain and jolts into the right flank. Patient status at the time of the report was alive, no injury. Information regarding if the patient still had concerns regarding their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there are no concerns with the device. It was noted that the patient falls often from vertigo.